Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the reporter from the facility, he stated that the pump will not be returned for evaluation and that he had no additional info available. A copy of the reporting facility's biomedical engineering field service report was provided by the reporter and the report stated that they were "unable to determine a problem with the unit". Their report stated that "all tests fall within tolerance. No defects noted. System operationally checks out". Based upon the info provided by the reporter, the pump operated as intended and no specific conclusion can be drawn. If the pump, pump logs, and/or additional pertinent info becomes available, a follow up report will be submitted.